Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, only the connector portion of the lead was returned in one piece. Visual and x-ray examination found no anomalies with the exception of procedural damage. Electrical testing was normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited oversensing of noise. The physician elected to remove and replace the rv lead during the procedure. The patient was in stable condition throughout.